Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician made adjustments to the pressure transducer and performed calibrations on the unit to address the reported issue.

Event description:
It was reported to vyaire medical that the unit will not generate any pressure. There was no patient involvement associated with this reported event.